Event description:
When using a fenestrated bipolar for the davinci robot arm #2, staff noticed an exposed wire and the instrument no longer responded "as normal". Staff was unable to straighten out the articulation on the fenestrated bipolar, so when it was "pulled out" of the holding a wire snapped off and dropped into the patient's abdominal cavity. Wire was immediately seen and retrieved with a laparoscopic instrument.